Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (aviva system), is related to case with patient identifier (B)(6) (performa system). Patient not willing to return the test strips.

Event description:
Gt holdit was reported the patient received the following results within 10 minutes using three different devices: 5.7 mmol/l tested with an accu-chek performa nano meter, 6.1 mmol/l tested with an accu-chek aviva ii meter, and 2.1 mmol/l, third result obtained in a laboratory while in hospital due to diarrhea.